Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. Additional components were ordered for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.